Manufacturer narrative:
Jacob mesiti, "comparative outcomes of the coolseal reveal in thyroid surgery". 2025 updates in surgery https://doi.org/10.1007/s133 04-025-02295-x medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the outcomes of patients who underwent thyroid resections with energy-based hemostatic devices (ebhds) between may 2017 to september 2023. It was noted that ligasure¿ small jaw or competitor devices were used intra-operatively. There were 1219 patients involved in the study and complications included hematoma requiring reoperation for evacuation, large seroma, hypocalcemia, and laryngeal nerve palsy. Comparative outcomes of the coolseal reveal in thyroid surgery; jacob mesiti, 2025; updates in surgery.